Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that the unit displayed an error message. No troubleshooting was performed because the patient was not at home. The patient will call back when they are home.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection. Diagnostic testing confirmed the reported event, which was due to an incorrect speed setting of the flash card.